Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the apollo posted a ventilator fail alarm. The case was continued using manual ventilation. There was no injury reported.

Manufacturer narrative:
A dispatched fse could confirm the reported issue of ventilator failure, retrace the event by means of log file analysis to problems with the ventilator motor and replaced it, consequently. Evaluation of the motor in the manufacturer's lab revealed that there were several positions where the motor did not provide mechanic power due to a mechanically abraded collector disc. The motor speed is being monitored continuously and, the speed fluctuations result in a deviation between measured and expected piston position. To prevent from damages the system is designed to shut down automatic ventilation and to alert the user to this condition by means of a corresponding alarm. Manual ventilation and the monitoring functions remain available to the full extent which enabled the user to bridge patient support during the particular surgical procedure until a replacement device was made available. Dräger finally concludes that the device responded as specified upon the malfunction of a single wear-and-tear component; no patient consequences have been reported. The repair exchange of the motor assembly has fully solved the reported problem with automatic ventilation; some other deviations were rectified as well. Proper function of the entire device was verified by testing after the repair measures. Based on the log file evaluation the motor was operated for nearly 135% of the specified lifetime which can be considered well acceptable.

Event description:
Please refer to initial MFR. Report #9611500-2018-00259.